Event description:
It was reported that "a nurse found that the patient fell down from the bed. The catheter implanted in the patient's left arm was confirmed, and it was found that the catheter segment with the statlock was detached from the patient's arm and the catheter was broken in the oversleeve. The statlock was replaced on (B)(6) 2019, and eight days had passed since the replacement. The medical institution guessed that the catheter was pulled and broken when the patient fell down from the bed. In addition, they thought that the adhesive strength of the pad of the statlock may be reduced since the use period of the statlock was over than seven days, a period of replacement. There was no reported patient injury."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter was observed to be detached from the connector and an approximately 1.1 cm long segment of catheter could be seen to remain in the connector. Tensile weakness was observed in the catheter proximal to the 52 cm depth marker to the proximal end of the catheter. A microscopic observation revealed the break surfaces to be mostly flat and granular in texture. One edge of the distal break surface was observed to be angled, which aligned with a lip of material on one edge of the proximal break surface. The location and physical characteristics of the break observed in the catheter are typical of tensile failure caused by over-stretching of the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "a nurse found that the patient fell down from the bed. The catheter implanted in the patient's left arm was confirmed, and it was found that the catheter segment with the statlock was detached from the patient's arm and the catheter was broken in the oversleeve. The statlock was replaced on (B)(6) 2019, and eight days had passed since the replacement. The medical institution guessed that the catheter was pulled and broken when the patient fell down from the bed. In addition, they thought that the adhesive strength of the pad of the statlock may be reduced since the use period of the statlock was over than seven days, a period of replacement. There was no reported patient injury."